Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements reaching approximately 138 ohms and calcification since implant. Technical services (ts) discussed that the patient could be monitored but indicated that the lead may need to be replaced. At this time this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a retrospective review of device data it was identified that this right ventricular lead exhibited high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported. Additional information was received that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements reaching approximately 138 ohms and calcification since implant. Technical services (ts) discussed that the patient could be monitored but indicated that the lead may need to be replaced. At this time this lead remains in service. No adverse patient effects were reported. Additionally, it was noted that the patient plans to be scheduled for a lead extraction in the future. At this time this lead remains in service. No adverse patient effects were reported. Additionally, this rv lead was subsequently explanted and replaced. This lead has been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.